Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, a patient was implanted with two (2) 1.5mm ti t-plate on 4th and 5th metacarpals. Both the plates were cut and were implanted very close to each other. After 3 weeks of surgery patient came back with red and swollen hand. After plates removal, surgeon found black color matters around implant/tissue area. Fractures were more or less healed. Surgeon suspects that the two plates were rubbing against each other since they were placed very close to each other and created the black color matter(metal debris). No further information provided. This report is for one (1) 1.5mm ti t-plate 3 holes head/ 8 holes shaft this is report 1 of 3 for complaint (B)(4).